Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 23-mar-2021. The most recent information was received on 25-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy with salpingectomy') in a 33-year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("muscle pain"), arthralgia ("joint pain"), visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech difficulties") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, myalgia, arthralgia, visual impairment, disturbance in attention, speech disorder and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, gastrointestinal disorder, medical device removal, myalgia, speech disorder and visual impairment with essure. The reporter commented: she is experiencing the events since insertion of the implants in 2011.patient's current condition: heavy metals (chromium, nickel, tin) detected in blood tests due to the implants as well adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kgs. Lot number: 863567, manufacturing date: 2011/05, expiration date: 2014/05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 25-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) heavy menstrual bleeding [bleeding menstrual heavy], muscle pain [muscle pain] , joint pain [joint pain] , visual disturbances [visual disturbances] , difficulty concentrating [concentration impairment], speech difficulties [speech disorder] , gastrointestinal problems [gastrointestinal disorder] , headaches [headache], tendinitis [tendinitis] , memory loss [memory loss] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-mar-2021. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a 33 year-old female patient who had essure inserted (lot no. 863567). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. In 2015 she experienced heavy menstrual bleeding (seriousness criterion intervention required), myalgia ("muscle pain"), arthralgia ("joint pain") and headache ("headaches"). Essure was removed on (B)(6) 2021. On unknown date she experienced visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech difficulties"), gastrointestinal disorder ("gastrointestinal problems"), tendonitis ("tendinitis") and amnesia ("memory loss"). The patient was treated with surgery (salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered amnesia, headache, heavy menstrual bleeding and tendonitis to be related to essure administration. No causality assessment was received for essure with regard to myalgia, arthralgia, visual impairment, disturbance in attention, speech disorder or gastrointestinal disorder. The reporter commented: she is experiencing the events since insertion of the implants in 2011. Patient's current condition: heavy metals (chromium, nickel, tin) detected in blood tests due to the implants as well adenomyosis. Discrepancy noted in essure insertion date: 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Lot number: 863567 manufacturing date: 2011/05 expiration date: 2014/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new event medical device removal is replaced with heavy menstrual bleeding. New event tendinitis; headaches; memory loss were added. Essure removal surgery details updated. Additional reporter added. Cluster ID added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], speech difficulties [speech disorder], muscle pain [muscle pain] , joint pain [joint pain] , visual disturbance [visual disturbance] , difficulty concentraing [concentration impairment] , gastrointestinal problems [gastrointestinal disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 23-mar-2021. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a regulatory authority and describes the occurrence of medical device removal ("medical device removal") in a 33-year-old female patient who had essure inserted (lot no. 863567). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2021, 3397 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced speech disorder ("speech difficulties"), myalgia ("muscle pain"), arthralgia ("joint pain"), visual impairment ("visual disturbance"), disturbance in attention ("difficulty concentraing") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery (salpingectomy & hysterectomy). At the time of the report, the outcomes for medical device removal, speech disorder, arthralgia, visual impairment, disturbance in attention and gastrointestinal disorder were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to speech disorder, myalgia, arthralgia, visual impairment, disturbance in attention or gastrointestinal disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kg. Lot number: 863567 manufacturing date: 2011/05 expiration date: 2014/05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, information received from previous follow up, dated 05-may-2025 were removed from case as added mistakenly as follow up in this case. (Events tendinitis; headaches; memory loss were deleted; heavy menstrual bleeding was updated to medical device removal. Reporter, reference & reporter causality comment deleted). From those follow up source document new case (B)(4) has been created. No new follow-up information was received from the reporter. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 23-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('hysterectomy with salpingectomy') in a (B)(6) year-old female patient who had essure (batch no. 863567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced myalgia ("muscle pain"), arthralgia ("joint pain"), visual impairment ("visual disturbances"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech difficulties") and gastrointestinal disorder ("gastrointestinal problems"). The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, myalgia, arthralgia, visual impairment, disturbance in attention, speech disorder and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for arthralgia, disturbance in attention, gastrointestinal disorder, medical device removal, myalgia, speech disorder and visual impairment with essure. The reporter commented: she is experiencing the events since insertion of the implants in 2011. Patient's current condition: heavy metals (chromium, nickel, tin) detected in blood tests due to the implants as well adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.